Manufacturer narrative:
H4: the lot was manufactured from march 21, 2022 to march 22, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume infusors underinfused medication. The expected therapy time was 48 hours; however, it was observed that medication remained within the device and not delivered to the patient after 72 hours of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.